Manufacturer narrative:
Manufacturer control no. (B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the perfusionist placed a call to the clinical support specialist (css) at 11:58 am est. Indications for use: intraoperative coronary artery bypass graft (CABG). The perfusionist stated the patient (pt) had an intra-aortic balloon (iab) inserted prophylactically in the operating room to avoid placing the pt on bypass. A 40 cc fiberoptix sensor (fos) iab was inserted through the teflon sheath via femoral artery under fluoroscopy in the operating room. Pt's heart rate is 48 and regular. The perfusionist stated the pump has continuously alarmed helium loss since pumping initiated. Assist ratio was decreased to 1: 2 and alarm has stopped. The css verified with the perfusionist that there was no blood visible in the helium driveline tubing. The perfusionist verified all connections were secure; there were no visible kinks and no ectopy. The perfusionist did not have the ability to fax a strip from the operating room. The perfusionist confirmed that the pt had very tortuous anatomy noted on fluoroscopy. The perfusionist also described the balloon pressure waveform (bpw) as sloped and not squared. The css explained based on the information the perfusionist provided, it appeared that there may be an internal kink due to the pt's tortuosity which is slowing the gas transition in and out of the iab. The css had the perfusionist remove 2 cc of helium from the balloon and returned the pump to 1: 1. It did pump for about 1 minute before the alarm recurred. The perfusionist then decreased the volume to 37 cc and no further alarms occurred during the remainder of our conversation. The css explained this iab can be decreased to 27 cc safely. The perfusionist felt the pt was meeting the goals of the intra-aortic balloon pump (iabp) since at this time the pt required the 1: 1 assist ratio to assist in avoiding the use of bypass. At 12:20 pm est, there was a return call from the perfusionist stating the volume was decreased to 35 cc and an alarm occurred once every few minutes. The perfusionist said bpw is now more squared. Helium leak test was performed and no leaks noted outside pt. The perfusionist could not get up very far on the tubing due to the sterile drape. The css explained this indicated the leak or kink is occurring above the clamped tubing. The perfusionist has monitored for any blood in the tubing and has noted none. The css reminded the perfusionist that the volume of the iab should not be less than 27 cc. The perfusionist verbalized understanding of same and the css requested a call back if any further assistance is needed. At 03:15 pm est the css called the perfusionist to check on the status. The volume was taken down as low as 27 cc and alarms continued to occur. The perfusionist also tried putting the pump back to 1: 2 assist ratio and alarms were also occurring. The perfusionist said the alarms were silenced and was continually monitoring the driveline tubing for any blood and none has been noted. The perfusionist said the surgeon does feel the pt's anatomy was restricting the gas flow. The perfusionist said the pt was near the end of the case and currently the iabp is on 1: 8 assist ratio. The surgeon intends to remove it at the end of the case since it was just inserted prophylactically. The iab was inserted through the teflon sheath via femoral artery with no issues. No medical/surgical intervention was needed. No report of pt death, complications or injury. No delay or interruption in therapy was noted. The pt's outcome is okay. It was noted that the iabp used was the iap-0500 serial #(B)(4). Additional information received on 12/01/2011 from the perfusionist stated the iab was not saved. She stated the possible leak or kink was probably caused from the pt's tortuous anatomy. The pt's outcome was okay. There were no issues with the pump.